Event description:
Per the clinic, the patient developed an infection at the implant site and the implant extruded through the skin. The infection was treated with IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2021, and the patient was re-implanted with a new device on the contralateral ear.